Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient had issues with their pump during their pump refill on (B)(4) 2017 and was taken to the hospital. No further patient complications were reported.

Manufacturer narrative:
Date manufacturer received for follow-up #1 should have been (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that the patient had become lethargic and was not unresponsive during the refill. The reporter stated that the situation was bizarre and that there was something wrong with the pump and the healthcare provider could not withdraw from the reservoir. The healthcare provider was walked through filling the pump with saline and then withdrawing the saline. Per the company representative the healthcare provider stated they had done this procedure with the patient before as there had been difficulties filling and aspirating with this patient previously. The healthcare provider had spoken to the manufacturer and a valve issue was speculated as the cause of the issues with the patient¿s pump. The reporter stated that the patient's symptoms appeared to come on suddenly and the patient seemed to have gotten a small bolus of medication. At the hospital, the patient's blood pressure was reportedly through the roof. The healthcare provider had plans to change the pump out with a new one sooner rather than later. The reporter confirmed that nothing was scheduled or confirmed, but a pump replacement was in the works. The reporter confirmed that, at this time, the patient was doing fine and the pump remained in service. The reporter was unaware of the pump "not giving the right dose" as the patient's reservoir volumes had been very consistent, per the healthcare provider. The healthcare provider noted that there have been a few inconsistencies, but nothing serious. Per the reporter, the pump seemed to be giving the right amount of medication and also stated that the patient could sometimes be "inconsistent" with their reporting of issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported device was disposed of.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implantable pump for spinal pain. The reporter was unwilling to answer questions regarding the drug, dose, and concentration. The drug, dose, and concentration were unknown were unknown. It was reported that the pump was "not working and malfunctioning". The "pump had to go" because "the pump itself was defective". The reporter spoke words that sounded like ¿the healthcare provider (hcp) had problems filing it with injection", but the reporter was difficult to understand. The first time the hcp did a refill (sometime between (B)(6) 2016 and (B)(6) 2017), the patient ¿almost died and got swollen" because the hcp told her there was "resistance with the needle, and it was not filling". More recently (almost 2 weeks ago from (B)(6) 2017), it happened again (2nd time). It was also noted that the pump ¿was not giving the patient the right dose either". The patient was in so much pain. It was unknown if this was a sudden or gradual change in therapy/symptoms. The reporter was unwilling to answer questions regarding the event dates of ¿not getting right dose¿ and pain. There were no further complications reported.

Manufacturer narrative:
Explant date is approximate, (B)(6) 2017 was selected, as it is the earliest possible date based on previously provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient reported that the pump and catheter were explanted in (B)(6) 2017 (exact date unknown.) No further information was provided.